Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged the head of the bed will not go down when activating cardio pulmonary resuscitation lever. No pt impact.